Event description:
Pt had craniotomy on (B)(6) 2016 with dural implant and returned to operating room on (B)(6) 2017 for intracranial infection. Operation: left craniectomy, debridement of subdural empyema. Findings: purulent material in the subdural space. Bone flap, fixation clips and dural graft removed, cultures taken. (B)(4).